Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the next day after placement, the foley catheter balloon ruptured and fell out of a patient. After the balloon ruptured, another catheter was placed, and it ruptured the next day. As per the photo sample received on (B)(6) 2022, calcification was seen on the foley catheter.

Event description:
It was reported that on the next day after placement, the foley catheter balloon ruptured and fell out of a patient. After the balloon ruptured, another catheter was placed, and it ruptured the next day. As per the photo sample received on (B)(6) 2022, calcification was seen on the foley catheter.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.